Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) display monitor was blank and the system generated an alarm. Patient use information was requested but no additional information was provided, therefore patient use is unknown.

Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6)) display monitor was blank and the system generated an alarm was confirmed during the functional testing. The root cause for the reported complaint was due to a defective processor pcb board on the display head likely due to the defective component. The display head was replaced in the field to remedy the reported issue. Visual inspection of the display head was performed, and no issues were observed. The event log could not be retrieved due to the defective display head processor board. During initial functional testing, the display head was connected to the known good test console and remained dark and will not power on, thus confirming the customer complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).